Manufacturer narrative:
On august 25, 2020, mentor became aware of the following: patient's age was "26" at the time issue occurred. Hence, field a2 has been updated date of implant was on (B)(6) 2014. Hence, field d6 has been updated from "on (B)(6) 2014" to "on (B)(6) 2014" on this form date of explant was provided as "on (B)(6) 2020". Hence, required intervention has been checked under field b2, field d7 for explantation date has been updated to on (B)(6) 2020, "no code available" has been added under field h6 for patient code, and field h6 method code has been updated to "device not returned". Left baker grade IV, and right baker grade iii. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 11, 2024, mentor became aware that the patient also experienced right side rupture in addition to bilateral capsular contracture; left baker grade IV, and right baker grade iii. Surgical intervention was performed. Patient had MRI that confirmed intra capsular rupture on the right dated (B)(6) 2023. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Codes have been updated accordingly under section h. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 27, 2024, mentor became aware that the date of replacement surgery is (B)(6) 2024. Per information received on february 29, 2024, catalog number smhx375, and smhx400 were ordered. Along with gel sizers for them. The patient stated she wanted 375 on the right and 400 on the left, following fields have been updated on this form: is required intervention has been selected under section b; field b2. Fields d6b for explantation date have been updated to (B)(6) 2024. Field h6 health effect - impact code ¿device explantation¿ has been added. Field h6 type of investigation has been updated to "device not returned". Reason for device explant and/or reoperation: left capsular contracture; baker grade IV. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient with an unknown age underwent primary breast augmentation with 350cc mentor memorygel breast implants on both sides and experienced bilateral capsular contracture; baker grade unknown. It was reported that the breasts are super contracted and sag and one is higher and the other one is deformed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Follow ups are in progress. If additional information is received, a supplemental report will be submitted. This report is for the patient¿s left-sided device.